Event description:
The customer reported that the temperature light was off and the disinfectant was at temp. The customer checked the connection to the control panel because the light was going on and off. Asp advised the customer to refer to their user's guide to get more info on temperature lights. The customer reported that he would check the temperature with an external thermometer and would also use test strips to check the cidex opa before each use. There were no reports of physical complaints. Customer reported that the unit did not need service. The customer now understands why the light can come on and off.

Manufacturer narrative:
Solution spill, capital equipment, evaluated at customer site. The customer evaluated the unit. He reported that he did not need an service. He has been referred to go to the user's guide and gained understanding on temperature lights.